Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient reported she woke up at 9:00am and took insulin. Her continuous glucose monitor (cgm) was reading 4.6 mmol/l at the time. She went back to sleep after breakfast and was therefore not aware of any low symptoms. She has no further memories until 7:00pm when paramedics had begun to treat her. Her daughter-in-law checked her levels and her blood glucose (bg) reading was 1.9 mmol/l while the cgm was reading 3.2 mmol/l. She was given one tube of glucogel with no improvement. The patient regained consciousness while paramedics administered a glucose drip for 10 - 15 minutes (volume unknown, less than a full bag). She sustained a minor bruise on the side on her leg, but she is unsure if this occurred because of the hypoglycemic event. The reported allegation falls within the b zone of the parkes error grid. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The root cause could not be determined. No additional patient or event information is available.